Event description:
On (B)(6) 2021, the following information was reported to kci by the patient's family member: the patient allegedly presented to the emergency department for technical assistance with the v.a.c.® dressing. The patient was allegedly admitted due to the wound and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed. On (B)(6) 2022, the following information was reported to kci by the patient's family member: the home nurse allegedly noticed an odor and the patient was subsequently hospitalized. On (B)(6) 2022, the following information was reported to kci by the nurse: the patient remains hospitalized. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending return of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hospitalization is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts have been made to obtain additional clinical information. It is unknown if and what medical or surgical intervention was required. A device evaluation is pending return of the device. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Manufacturer narrative:
Based on the additional information provided, it was determined that the alleged hospitalization due to infection was not related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Therefore, this event is not reportable.

Event description:
On 17-jan-2022, the following information was reported to kci by the physician: the activ.a.c.¿ ion progress¿ remote therapy monitoring system did not cause or contribute to the alleged hospitalization. No additional information provided. On 17-jan-2022, the following information was reported to kci by the nurse: the patient's wound showed improvement however, an unrelated infection caused a decline to the patient's overall health and v.a.c.® therapy was discontinued. There were no issues with the activ.a.c.¿ ion progress¿ remote therapy monitoring system nor did it cause or contribute to the patient's decline. An evaluation of the device is not required as the event was unrelated to v.a.c.® therapy.